Event description:
As reported from surg, approximately 2 years and 10 months post-implant of a 26 mm sapien 3 ultra valve in the aortic position, the valve was explanted and an attempt to replace with a ew surgical valve. The reason for explant is unknown. After repair and patching of root rupture and savr, the patient's remaining aortic root fell apart requiring surgical valve and thv explant.

Manufacturer narrative:
Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement (tvr) procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe, or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, all sapien valves (all models) are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to b.7 relevant history and h.6 clinical code, device code and type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed based on provided medical records. A review of the DHR, lot history, and complaint history review provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''approximately 2 years and 10 months post-implant of a 26 mm sapien 3 ultra valve in the aortic position, the valve was explanted and an attempt to replace with a ew surgical valve. The valve was explanted due to weakened aortic tissues, oversize valve, and erosion of the aorta by the tavr vs infective endocarditis and calcification. After repair and patching of root rupture and savr, the patient's remaining aortic root fell apart requiring surgical valve and thv explant. After reviewing the medical records provided, it was surmised that this was '' likely secondary to weakened aortic tissues, oversize valve, and erosion of the aorta by the tavr vs infective endocarditis.'' During the explantation of the tavr valve, it was noted to have been severely degraded, with heavily degeneration, and erosion. However, the leaflets were described as very poor quality leaflets and did have significant calcium and debris along all 3 leaflets. There were no signs of overt infection or vegetations on the valve.'' In this case, an allegation was made by the explanting operator regarding an improperly sized (over-sized) valve contributing to the damage. However, a review of medical records prior to the surgical explantation, which did not confirm this hypothesis. The patient's native aortic tissues were reported to be in a generally weakened state, which was evident when the initial surgical repair and aortic valve replacement resulted in the patient's native aorta disintegrating with multiple tears along the aortotomy closure above the right coronary cusp. It indicated that the patient's aortic root tissue was too fragile to tolerate further repair, necessitating a complete aortic root replacement. The weakened tissue and endocarditis infection are factors that could have contributed to the implant location tissue weakness and damage over time. It is possible that one or a combination of these factors may have contributed to the reported event. An existing technical summary written by edwards lifesciences documents the root cause analysis on valve calcification over the time in patient. Per technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. In this case, the patient had a medical history of hyperlipidemia. The lipid profile (primarily low hdl cholesterol, elevated triglycerides, elevated ldl cholesterol, and elevated total cholesterol) are important factors in the calcification process. Hyperlipidemia is a risk factor due to elevated cholesterol levels being implicated in the vascular calcification process. Tissue calcification is a very common failure mode of structural valve deterioration (svd), which can manifest in the form of calcification as reported. As such, available information suggests that patient factors (hyperlipidemia and calcification) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.